Event description:
It was reported that the device doesn't work. Evaluation later revealed that the lid locking system was malfunctioning. Even though the event did not take place during the surgery, this event is related to a malfunction that could potentially lead to serious injury. However, in this case, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: belgium. This is combined initial and final report. A review of the most recent repair record determined the lid locking system was malfunctioning. A review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.